Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had "scratched" tubing found before use.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had "scratched" tubing found before use.

Manufacturer narrative:
This complaint will be cancelled as the defect was found during bd japan fukishima distribution center inspection prior to distribution. The defect will be processed through the nonconforming material process rather than as a complaint.